Event description:
Originally, the customer's complaint stated the 'cut' function of the hand piece would not work. Upon evaluation, conmed's investigator observed the hand piece self-activating.

Manufacturer narrative:
Upon evaluation, conmed's investigator noticed that the returned sample had self-activated. The dissection of the pencil revealed that the guide pin for the circuitry was broken and caused the electronics to sit higher inside the pencil case. Because the circuitry sat higher, the 'coag' switch exerted more force on the contact bar than normal and therefore bent the contact bar so that it was in constant contact with the lower contact. This caused self activation of the 'coag'. The manufacturing facility was made aware of this manufacturing defect. The root cause of this failure mode stemmed from the assembly method. Originally, the operator of the assembly machine could not visually confirm if the pin guide on the bottom housing was assembled correctly. On (B)(4) 2012, the manufacturing procedure was altered in that the operator assembled the bottom housing first to ensure the pins were guided appropriately.